Manufacturer narrative:
(B)(4). Date of initial report : 01/26/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic-assisted vaginal hysterectomy the device jaws could not be re-opened. The device was removed without tissue resection and there was no patient injury. Another device of the same type was opened and used to successfully complete the procedure.